Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
Following an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation, the procedure was aborted and a hysteroscopy confirmed a small perforation on the "right side of the patient's fundus." No treatment was provided and the patient was discharged. A sterilization procedure, hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation.